Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and sensitivity testing. No adverse trend was identified for the customer's issue. No return patient sample was available. Labeling was reviewed and found to be adequate. Both clinical seroconversion panels and in-house sensitivity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
Patient identifier - multiple = (B)(6). This report is being filed on an international product list 4j27, that has a similar us product distributed in the us, list 2p36 (hiv ag/ab combo). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported that (B)(6) architect hiv ag/ab results were generated for 2 patients. The customer provided the following results: architect: sample 1: (B)(6), sample 2: (B)(6). On-site service: sample 1: (B)(6), sample 2: (B)(6). The samples were tested on the roche method and were (B)(6). No impact to patient management was reported.